Manufacturer narrative:
Upon completion of the investigation it was noted that this instrument is six years old and exceeds the manufacture warranty period. During the investigation it was noted that one side of the handle has broken off at the hinge. The broken mating components appear to match indicating that there are no other loose segments. It was also noted that there is no evidence of metallurgic defects such as corrosion on the broken area or anywhere else. This device did appear worn and excessively used. Additionally the cutting surfaces appeared worn and dull. The exact manner in which the handle broke could not be determined. It is likely the atypical force applied to the instrument to compensate for dull cutting surfaces and/or manipulation of the handle contributed to breakage of the handle. This is the first complaint of this type for this product code, therefore; it is considered to be an isolated incident. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Medwatch explained that codman micropituitary handle snapped off while in use by the surgeon. Instrument removed from table and examined. Surgeon checked wound fro metal and patient was xrayed. Xray was negative for metal.